Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Additional information indicated that a request was made to have data from this device analyzed. However, the submitted data was insufficient for analysis. Boston scientific technical services (ts) requested additional data. The patient is scheduled to come to the outpatient clinic. At that time, they will check the device and request data analysis to determine next course of action. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected fields: b5 describe event or problem. H6 impact codes and device codes.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3 to 1 years in a 06 months time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3 to 1 years in a 06 months time period. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. Additional information was obtain, the device was explanted and replaced.

Manufacturer narrative:
Corrected fields: b5 describe event or problem. Please disregard MDR #(B)(4) as new information was received indicating data analysis has not been done.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3 to 1 years in a 06 months' time period. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. Additional information was received.

Manufacturer narrative:
Corrected fields: b5 describe event or problem. H6 impact codes and device codes. D6b explant date: device remains in service, please discard previous report #2124215-2022-32244. This event is no longer reportable since data analysis showed the device to be depleting normally. The cause of this was that the patient was presenting ventricular pacing rates.

Manufacturer narrative:
Corrected fields: b5 describe event or problem. Please disregard MDR #(B)(4) as new information was received indicating data analysis has not been done.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3 to 1 years in a 06 months time period. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.